Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per gudid.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated the purewick urine collection system was not suctioning properly. It worked the first day, but not working now. Advised their bed shield not elevated too high because the wick might be too low. Advised them not to wedge the wick. It was unclear if troubleshooting was performed. No medical intervention or patient impact was reported. No additional information was provided. Female wicks used.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The initial reporter's zip code: (B)(6). The reported event was unconfirmed, as the product met specifications. The device did meet relevant specifications. The product was used for treatment purposes. The product did not cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging), pw collection system with accessories (pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord). There were no cracks present. There was no residue present. The stop valve was working properly. There were light and sound indicating function. Once the device was opened up, there was no residue on the base and the rim. Further inside, there was no residue and no corrosion on the returned pcba. There was also no residue in the inner tubing next to the motor. Functional evaluation of the returned sample noticed the device passed tm0301240 revision 3 with a value of 2.246 slpm with the returned pcba. The device passed tm0301240 revision 3 with a value of 2.379 slpm with the returned pcba after 10 seconds. A risk review is not required as the reported event is unconfirmed. A labeling/packaging review is not required as the reported event is unconfirmed. A retain sample analysis is not required as no relevant retained samples are available for testing. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. A DHR/bh review is not required as the reported event is unconfirmed. Based on the results of the investigation, no further action is required. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated the purewick urine collection system was not suctioning properly. It worked the first day, but not working now. Advised their bed shield not elevated too high because the wick might be too low. Advised them not to wedge the wick. It was unclear if troubleshooting was performed. No medical intervention or patient impact was reported. No additional information was provided. Female wicks used.